Manufacturer narrative:
The information received indicated that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31264734l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation with a qdot micro catheter and the patient experienced severe mitral regurgitation (noted post procedure) and severe pulmonary edema that required surgical intervention ("suctioning of the lungs" and swan-ganz catheter placement), medication (epinephrine drip) and prolonged hospitalization. After the ablation and after catheters were removed, isoproterenol was given and stopped. At this time, the patient's blood pressure and oxygen saturation dropped. Intracardiac echo was performed but did not reveal an effusion. The physician auscultated secretions in the lower lungs and suctioned the patient. A transesophageal echo and a bronchoscopy were performed by the anesthesiologist and the mitral regurgitation (3.87 on doppler) and pulmonary edema were diagnosed. Interventions included suctioning of the lungs, an epinephrine drip started, swan-ganz catheter placed and secured, and intubation was maintained. The patient¿s vitals stabilized and was transferred to the intensive care unit (ICU) for recovery/observation. A qdot micro catheter was in use in q-mode plus for rf deliveries. The physician's opinion on the cause of this adverse event was patient condition. Intervention was central line and intubation. Additional information was received on 06-jun-2024. It was reported that the patient has improved. At the time of reporting, the patient was improving and likely going to be extubated the following day.

Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. 01-aug-2024, additional information was received, and it was indicated that this was not an issue with any biosense webster inc. (Bwi) hardware or software including the ngen system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).